Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported the patient underwent a combined elective gynecological procedure on (B)(6) 2012 and the mesh was implanted. It was reported that upon waking she had a change in sensation and pain and was diagnosed with a lithotomy-related neuropraxia. Over time it did not improve with conservative management and various allied health interventions. Further neurological assessment and ncs/nerve conduction study revealed an obturator nerve injury. It was also reported that this objectively improved over 1 year, but symptomatically was unchanged, requiring persistent pain team involvement. The patient was diagnosed with a complex pain syndrome. No further information is available.